Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that implantable cardioverter-defibrillator exhibited intermittent undersensing. Programming changes were discussed.

Event description:
New information received notes that programming change was made. The patient was stable.